Event description:
Additional information was received from the device manufacturer representative indicated that the physician performed a dye study and the contrast was only visible around the pump and not in the catheter. Surgery was performed on (B)(6) 2020; a cut between the catheter and pump connector was found. The cut was the cause of the discrepancy because the physician was also pulling out fluid from around the pocket as well as the reservoir. The catheter was replaced and the patient is doing well.

Manufacturer narrative:
Concomitant medical products: product ID 8780 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. It was reported that there was a volume discrepancy at the latest refill. There were 2.4 ml expected and 20 ml was removed. The logs were checked and no motor stalls were seen. The doctor was scheduling a dye and rotor study. It was unknown if the issue was resolved, but it was noted the doctor would have no further information. It was noted surgical intervention was planned but not yet scheduled. The patient's status at the time of the report was alive - no injury. No further complications were reported.